Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the battery cap was damaged and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings: during investigation, a visual inspection of the pump revealed moisture inside of the battery compartment. A test battery was used for investigation. A leak test was performed and no leaks were found in the pump case. The pump case was removed and moisture was found on the inside of the pump casing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.